Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 3 of 6, while the hp was connected. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and advised the hp to cycle the power on the hc device to clear the alarm. The hp stated that they would complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.